Event description:
Unit was in continuous operation on the patient for 14 days. The unit was removed from the patient for a tube change. After the tube change, the flow sensor calibration was successfully performed. The unit was reconnected to the patient and ventilation was started. At that moment there was a continuous alarm and ventilation was no longer given. User took a photo of the tf9421. The hospital technician registered the tf9933 after the device was brought to the medical unit. It could no longer be switched off so it was still in battery mode until the battery was fully discharged.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Alarm "panel connection lost" during ventilation. Ventilation continues. No harm to patient or user. During ventilation the screen became black but the unit continued to ventilate. No harm to patient or user. The issue is deemed as a reportable event since the device cannot be operated by the medical staff. The issue is not likely to be serious to public health but is likely to it could cause serious injury or death if it was to reoccur.